Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found a broken/damaged green cable at the connector, causing the unit to have green cable errors, when activated per the customer complaint. To correct the complaint the analysis site replaced the green cable. The e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed qa functional testing. The unit has not been returned for service prior to this event. Therefore no service history view can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy a green cable error code was received and then it was noticed that the green cable is starting to come apart. There was no pt consequence reported, case was completed using the holster. St holster being returned for repair.